Event description:
During an ablation procedure, a faradrive steerable sheath was selected for use. During preparation, while we were inserting the farawave in the sheath and aspirating from the three-way cock of the faradrive, many air bubbles entered in the sheath and they were visible along the flush port and in the syringe. When it was removed the farawave from the sheath and tried to aspirate again there wasn't any bubble, it was noticed that they entered with the insertion of the farawave. It was supposed a failure of the homeostatic valve. The sheath was replaced, and procedure was completed, and no patient complications were reported. The device was received for analysis.

Manufacturer narrative:
The initial reporter phone number exceeded character limit: (B)(4). Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Manufacturer narrative:
The initial reporter phone number exceeded character limit: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure, a faradrive steerable sheath was selected for use. During preparation, while we were inserting the farawave in the sheath and aspirating from the three-way cock of the faradrive, many air bubbles entered in the sheath and they were visible along the flush port and in the syringe. When it was removed the farawave from the sheath and tried to aspirate again there wasn't any bubble, it was noticed that they entered with the insertion of the farawave. It was supposed a failure of the homeostatic valve. The sheath was replaced, and procedure was completed, and no patient complications were reported. The device is expected to be returned.